Event description:
It was reported that the tip monopolar curved scissors instrument is broken, and there was no patient involvement. No additional info provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the tube extension is broken and missing a .250 inch by .285 inch piece at the proximal clevis interface. The clevis is dislodged from the tube extension. Engineering concluded the tube extension was most likely broken due to excessive side loading or other mishandling or misuse. Per the case notes, there are no indications from the site that the missing instrument components fell inside of a patient during a surgical procedure. Engineering also observed the distal end of the main tube has a 3.5 inch long section with material removed all around the tube. The damaged section is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.